Manufacturer narrative:
No conclusion can be drawn as repair info was not reported. The customer cancelled the service call.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.